Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was to be used during a colon biopsy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, it was noticed that the tip of the device was bent. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Concomitant medical product: scope - olympus, generator - erbe. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was to be used during a colon biopsy procedure performed on (B)(6) 2010. According to the complainant, during preparation for the procedure, it was noticed that the tip of the device was bent. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent and would not meet manufacturing specifications. Functionally, the jaws would open and close within specification considering the bent clevis. No other abnormalities were noted during device evaluation. The condition of the returned incident device was consistent with the complaint; that the tip of the device was bent. Based on the evaluation, the most probable root cause is a manufacturing issue. There is a corrective action in progress to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).